Manufacturer narrative:
The respironics service tech confirmed the reported problem. The service tech replaced the exhalation valve. Performance verification testing was done and the ventilator passed per operating specs.

Event description:
The customer reported the ventilator went vent inop and alarmed during checkout due to an exhalation motor error. Vent inop, when in use, will stop providing ventilatory support to the pt.